Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Some digital boards within the detector were found to be defective. Unfortunately the investigation could not discover retrospectively why the digital boards failed. The supplier of these boards also couldn't determine the root cause. Therefore the data base has been checked, but no error accumulation could be discovered. Since no systematic error was detected, no corrective action could be taken for the installed base. The affected detector including its power supply has been exchanged by the local service organization. The error mentioned in the complaint has not reoccurred. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.